Event description:
It was reported when an asymptomatic patient presented for a routine device interrogation, hvli measurements had slightly declined. There were no abrupt changes reported in the impedance measurements over the yearly trend. No noise was produced with isometrics. Performing a routine fluoroscopic screening and monitoring the patient were recommended.

Manufacturer narrative:
(B)(4).